Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the patient's ipg was replaced on (B)(6) 2019. Postoperatively, the patient is reportedly receiving effective therapy.